Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2010, the patient's daughter/reporter contacted lifescan (lfs) alleging that the one touch ultra meter is giving inaccurate reading. On (B)(6) 2010, this medical surveillance called the reporter back to obtain more information but the reporter provided limited information. The patient manages her diabetes with oral medication. The inaccurate issue began approximately (B)(6) 2010. The patient reportedly took her usual dose of oral medication after the product issue began. Sometime after the issue began, the patient felt hunger. On the morning of (B)(6) 2010, the reporter claimed the patient had a bladder infection and did not feel well. Her daughter took her to the hospital where the patient was tested at "42 mg/dl" on the hospital meter and was given soda by the doctor. It is not known what blood glucose readings the patient obtained and what action the patient took prior to the hospital visit. According to the troubleshooting performed with the customer service, the patient did not have any control solution to perform a quality test. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly received treatment suggestive for severe hypoglycemia after the inaccurate issue began.